Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check could not be performed as no product information about the inlay was reported. The devices were not received for investigation, they were given to the patient after explant, a technical investigation was not possible to perform. Review of incoming information: it is reported that a patient received an tha on (B)(6) 2012 and was revised on (B)(6) 2015 due to breakage of sulox head. Most probably occurred after jumping down from a tractor. X-rays review (paper copies, poor quality): post-operative picture dated (B)(6) 2012 , shows the stem from medial prospective. Neither anteversion, nor inclination angle of the cup can be measured. The quality of the image does not allow evaluation of stem positioning. Head and cup seems to be well positioned. Pre-revision x -rays dated (B)(6) 2015, shows broken head. The stem perforated the inlay and the cup, leading to bone damage behind the cup. The inclination angle is around 45°. No signs of loosening around the cup. The stem is good fixed especially at diaphysis. Post-revision x-ray dated (B)(6) 2015 shows that a metallic head with a pe liner has been implanted. Surgeon has been informed by zimmer biomet about the risk of implanting metallic heads after ceramic revision. Primary implantation report dated (B)(6) 2012: patient underwent tha due to coxarthrosis. A 56mm allofit cup, a 11.25 spotorno-stem and a 32 ceramic cup were implanted in to right hip. Revision report dated (B)(6) 2015: revision of tha with broken head, damaged inlay and cup. During revision, surgeon noticed clear signs of metallosis. The inlay is disassociated from cup. No other conspicuous information. Possible causes for the reported event according to dfmea: line 1 : fracture of head -> due to fracture of head due to insufficient material thickness (wrong design). Line 2 : loss of connection, fracture of ceramic head -> due to inappropriate design concerning pull-off/torque strength of the head on the stem taper. Line 3 : loss of connection, fracture of ceramic head -> due to particles between stem and head taper. Line 15 : fracture of head to due stem taper corrosion (increasing of volume) -> due to wrong material pairing. Line 23 : mal-function of tha (wear, fracture, dislocation etc.) -> due to wrong size of head diameter and/or offset. Line 24 : mal-function of tha (wear, fracture, dislocation etc.) -> due to wrong material combinations. Line 25 : mal-function of tha (wear, fracture, dislocation etc.) -> due to off label use, combination with competitor products. Line 29 : high wear, head fracture -> due to wrong raw material selection. Line 40 : compromized taper fixation strength, fracture of implant -> due to high patient activity, patient disregards limits of the device. Line 46 : loss of connection, fracture of ceramic head -> due to use on a used or damaged stem taper. Line 53 : compromized taper fixation strength, fracture of implant -> due to high patient activity, patient disregards limits of the device. 2. Comparison to investigation results whether it is possible and justification: line 1 : not possible -> according to the complaint summary an adverse trend due to inadequate design would have been detected. Line 2 : not possible -> according to the complaint summary an adverse trend due to inadequate design would have been detected. Line 3 : possible -> product not returned, cannot be excluded. Line 15 : not possible -> material compatibility specification certify the suitability of the material and the documents of material for lot 2646199 indicate that there was no material fault. Line 23 : possible -> unknown pe inlay, cannot be excluded. Line 24 : not possible -> material compatibility specification certify the suitability of the material and the documents of material for lot 2646199 indicate that there was no material fault. Line 25 : possible -> pe inlay is unknown, cannot be excluded. Line 29 : possible -> product not returned, cannot be excluded. Line 40 : possible -> it is reported that breakage occured after jumping from tractor. Line 46 : not possible -> stem not revised, was therefore not damaged. Line 53 : possible -> it is reported that breakage occured after jumping from tractor. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The actual device reported in section is not marketed in USA, but similar devices with comparable characteristics (i.e biolox-forte head 32/ 0 12/14) were marketed in USA, and therefore this report was filed. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a sulox-head 32 'm' 12/14 on (B)(6) 2012 on the right side and experienced a breakage of the head after jumping from the tractor on (B)(6) 2015. A revision surgery took place on (B)(6) 2015.